Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was not provided. Further investigation was not possible and there have been no further issues.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable ca2 calcium gen.2 results for two patient samples on the cobas 6000 c (501) module. The results were flagged as failing delta check by the customer's middleware, but the erroneous results were released by the users. The customer stated that the quality control has been low but within range since the ca2 reagent lot was changed on (B)(6) 2017. For patient 1 the initial ca2 result was 6.0 mg/dl on (B)(6) 2017. A new sample was collected on (B)(6) 2017 and the ca2 result was 8.1 mg/dl. The customer repeated the initial sample on (B)(6) 2017 and the result was 8.6 mg/dl. For patient 2 the initial ca2 result was 5.5 mg/dl in the morning of (B)(6) 2017. A new sample was collected in the afternoon of (B)(6) 2017 and the ca2 result was 7.1 mg/dl. The customer repeated the initial sample on (B)(6) 2017 and the result was 6.8 mg/dl. Patient 2 was a (B)(6)year old female with a date of birth of (B)(6) 1943. All of the samples were tested on the same c501 module. The repeat results of the initial samples were deemed to be correct. The erroneous ca2 results were reported outside of the laboratory. The customer confirmed that there was no adverse event for patient 1 and patient 2. The ca2 reagent lot number was 260697 with an expiration date of (B)(6) 2018. The customer stated that they had not consistently been using the 13 mm tubes in the rack adapters. The field service engineer (fse) could not find a specific cause. The fse replaced and realigned the sample probe. The fse checked the gear pump pressure, rinse levels, external wash of probes, and condition of the cuvettes. All of the checks were acceptable. The fse performed a ca2 precision. The customer ran quality control that was within specifications.